Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the device's lcd display. The lcd display was replaced to resolve the malfunction.analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device powered on to no display. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.